Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Reporter stated that the product had been discarded.

Event description:
Bottom part of brushhead fell off in mouth as I was using it [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that the bottom part of the oral-b dual clean brushhead had fallen off in his mouth as he was using it with an oral-b rechargeable toothbrush, version unknown. He explained that he spat it out into the bin and no longer had the brushhead. This was not the first time he had used these brushheads, and had been using this particular one since (B)(6) 2015. No symptoms developed.